Event description:
An end user reported a burning odor and a void in the enclosure of a humidifier associated with this continuous positive airway pressure (CPAP) device. No serial number or material number has been provided for the humidifier. There was no report of harm or injury. The manufacturer has requested return of the devices for evaluation, and the investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer has made numerous requests for additional information and for the return of the device(s) for investigation. The end user has declined to send product back, and has provided no further information. The respironics remstar pro m series system is a CPAP (continuous positive airway pressure) device designed for the treatment of obstructive sleep apnea only in spontaneously breathing patients weighing (B)(6). The short-term loss of therapy for this patient class does not pose a significant health or safety risk. Labeling instructs the user "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if the device or the power supply are dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, discontinue use and contact your home care provider." This device and accessory humidifier meet all relevant ul and iec standards for flammability. Although a thermal event was reported, the manufacturer is unable to confirm the event occurred. Based on the available information, the manufacturer concludes no further action is necessary.